Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploying the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported when removing the supera self-expanding stent system from the packaging it was observed the tip of the stent was flowered. Another same size supera was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis observed blood in the device indicating that the supera self-expanding stent system had been attempted to be advanced. Follow-up with the account confirmed that the device was advanced on the guide wire and attempted to be advanced into the sheath; however, the device did not enter the anatomy. No additional information was provided.